Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime at during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The motor passed motor test. The pump had a scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The pump passed displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 77 mg/dl. The customer states the pump was exposed to a high magnetic field, during a airport body scanner. The customer does not use the sensor feature and is able to rewind. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.